Event description:
It was reported that stored episodes of noise were noted during the patient visit to the clinic. Patient was asymptomatic. It was unable to duplicate the anomaly in the clinic. High lead impedance was also noted. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.